Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a right ventricular (rv) lead bipolar lead impedance warning occurred and three days later a superior vena cava (svc) lead impedance warning occurred with a lead impedance greater than 200 ohms.

Event description:
It was reported a patient alert occurred and the right ventricular (rv) lead displayed high impedance greater than 3000 ohms and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.